Manufacturer narrative:
The actual complaint product was returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 16-may-2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported there was an incident of the nasogastric tube fracturing during use while inside of the patient. Additional information received 29-feb-2024 stating the tube was indwelling for only 14-days, the patient also had a gastric sump in place. An x-ray was obtained for increased sump drainage and a fracture of the device was noted in stomach by the radiologist. The device appeared in two pieces. The clinicians were planning operating room (or) intervention for removal. The patient pulled out the tube and it was noted to still be in one piece by a small fragment which then broke in half when handled by nurse. The patient did not require medical intervention. The patient was critically ill and a cardiac intensive care unit (ICU).